Manufacturer narrative:
The insulin pump was received with a constant full segment display followed by a constant tone due to faulty interface board. No blank display during testing. Analysis was unable to verify watchdog timeout alarm due to constant full segment display and constant tone. The insulin pump was also received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that a constant tone was occurring. The customer also reported that they received a watchdog timeout alarm. The customer's blood glucose was 224 mg/dl at the time of incident. The customer stated that the insulin pump was bumped. The customer stated that they were unable to clear the watchdog timeout alarm due to blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.